Event description:
A peritoneal dialysis (pd) patient experienced three episodes of "recurrent peritonitis in the last two months". On unspecified dates, the patient was hospitalized for the events and was treated with unspecified anti-inflammatory drugs (intraperitoneal) and unspecified "protein drugs" (during the first two peritonitis episodes). The patient was treated with an unspecified medication (oral) for the third peritonitis episode. At the time of this report, pd therapy was discontinued. The cause of peritonitis and patient's outcomes were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred three times on an unreported date in the past two months. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.